Manufacturer narrative:
.

Event description:
While using the device, the user was alerted by a leaking alarm. Upon investigation, seepage was discovered under the peri-wound drape. Maceration, inflammation, and denuding of the skin were noted. Nwpt was discontinued for one week. Since, the nwpt has resumed with no further reported incidents.